Event description:
It is reported that a customer received adhesive tape is sticking to their serter. The patient's blood glucose level was at 412 mg/dl at the time of the call. The customer stated that they may have insertion issues because of the tape. The customer was informed that the serter will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.